Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is penetrating my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("essure is penetrating my uterus"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media: new event 'essure is penetrating my uterus'. Reporter information added. Event injury to herself was updated and case turned to valid. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is penetrating my uterus') in an adult female patient who had essure (batch no. 726762 not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, menorrhagia, migraine, hypothyroidism, caesarean section, blood cholesterol increased, hypertension, atrial fibrillation and haemorrhage nos. The patient also had a family history of blood cholesterol increased, hypertension and atrial fibrillation. Concomitant products included cetirizine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure is penetrating my uterus"). The patient was treated with surgery (removal/single site robotic assisted total laparoscopic hysterectomy, bil salpingectomy diagn cyst). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Most recent follow-up information incorporated above includes: on 11-feb-2021: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is penetrating my uterus') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criterion medically significant) and device expulsion ("essure is penetrating my uterus"). At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure is penetrating my uterus') in an adult female patient who had essure (batch no. 726762) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic pain, menorrhagia, migraine, hypothyroidism, caesarean section, blood cholesterol increased, hypertension, atrial fibrillation and haemorrhage nos. The patient also had a family history of blood cholesterol increased, hypertension and atrial fibrillation. Concomitant products included cetirizine. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device expulsion ("essure is penetrating my uterus"). The patient was treated with surgery (removal/single site robotic assisted total laparoscopic hysterectomy,bil salpingectomy diagn cyst). Essure was removed on (B)(6)2019. At the time of the report, the embedded device and device expulsion outcome was unknown. The reporter considered device expulsion and embedded device to be related to essure. Most recent follow-up information incorporated above includes: on 3-feb-2021: mr received. Reporter information , lot no, other relevant history, concomitant dug added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.